Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd ultra fine¿ insulin pen needle ¿was found without the paper backing on it.¿ there was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation results: investigation summary: customer returned (1) loose 4mm, 32g pen needle without the tear drop label or inner shield. Customer states that one pen needle was found without the paper backing on it. The returned pen needle was examined and exhibited the heat stake on the wall of outer cover. This indicates that the pen needle was properly sealed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 5139011. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as the heat stake indicates that the pen needle was properly sealed based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.